Manufacturer narrative:
G3 correction: the g3 of the previous report should have been 19 jun 2025 rather than 22 may 2025.

Event description:
New information received noted the patient presented remotely via merlin.net on 22 may 2025. Review of the transmission revealed that the right ventricular (rv) lead exhibited episodes of low pacing impedance, high capture thresholds, and over-sensed noise which resulted in pacing inhibition. It was then noted that the lead exhibited an insulation break. The lead was capped and replaced on 19 jun 2025. The patient was discharged.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right ventricular (rv) lead exhibited low pacing impedance and high capture thresholds. It was then noted that the lead exhibited an insulation break. The lead was capped and replaced on (B)(6) 2025. The patient was discharged.